Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent "y" icon could not be confirmed.

Manufacturer narrative:
Data received 12/14/2012. Reviewed data for session started 12/07/2012 thru 12/12/2012. Data confirms intermittent out of range/antenna icon. Product returned received for transmitter and receiver. No defect found during investigation for transmitter and receiver.